Manufacturer narrative:
The system was examined and the reported system message (sm) was replicated. Additionally, balance salt solution (bss) was fond on the exterior of the fluidics module, which was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics module. However, how or when the product became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed during a procedure that would not clear. The procedure was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
A fluidics module was received and a visual assessment of the returned sample revealed white deposits and brown discoloration of the metal components on the front of the fluidics module, evidence of dried bss ingress. The fluidics module was installed into a calibrated constellation system for functional testing. Upon boot-up the system displayed system message (sm) - ¿infusion lpas pressure error. Infusion/irrigation and extraction functions will be disabled.¿ troubleshooting was able to isolate the issue to a loose connection between the infusion circuit proportional valve wires and the infusion printed circuit board (pcb). The root cause of the reported event can be attributed to the fluidics module component loosening of the connections between infusion circuit proportional valve wires and the infusion pcb over time. (B)(4)